Event description:
It was reported that the 9800 system had a blank screen at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were re-seated and software was re-installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.